Event description:
Patient with no previous history of lithotripsy treatment was treated for 2 stones, 1 in the distal ureter and 1 in the kidney. Treatment was completed without complication. Patient was sent home but later experienced pain and was admitted to the emergency room for perirenal hematoma. Patient was later discharged from hospital with no pain or any difficulties with lab work in normal parameters.